Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
During setup, the customer reported that the prime switch intermittently does not function on the thermogard console (sn (B)(6)). Per the reporter, the console can be manually primed at any time by rotating the pump rotor by hand using the pump rotor lever. No consequences or impact on the patient.

Manufacturer narrative:
The reported complaint that "the prime switch of the thermogard console (sn (B)(6) intermittently does not function" was not confirmed during testing performed at the customer site. The prime switch functioned as intended. The potential root cause of the reported prime switch issue could be attributed to unintended user error. No physical damage was observed on the thermogard console during visual inspection. The event log review showed no significant discrepancies. The thermogard console passed the initial functional testing with no issues or faults. The prime switch was tested and confirmed to be functional. After the service, followed by the preventative maintenance, the thermogard console passed the functional testing without any fault or error.